Event description:
It was reported that the paramedics were called to treat the customer's low blood glucose levels and her blood glucose levels were 39 mg/dl. It was stated that the infusion set was changed and then her blood glucose went low. Troubleshooting was performed. It was stated that the customer was not connected during the manual prime. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.